Manufacturer narrative:
It was reported that a control syringe component was "different" from what it previously was. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. A photo was provided for review. The photo showed two (2) syringes with the left syringe labeled "easily disconnects" and the right syringe labeled "unbale to disconnect." No noticeable differences between the syringes was shown and no damage or defects were observed. No physical sample was returned for evaluation. In an abundance of caution, and in response to an FDA 483 issued for cfn 1417592 on 22-jan-2024, this medwatch is being filed for the reported problem/issue. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was reported that a control syringe component was "different" from what it previously was.